Event description:
I used the bayer microlet 2, the needle just about went through my finger. The depth control does not click in. In just flops around on the end. I sent the microlet 2 back to bayer. My doctor changed meter and lancing device with a better depth control. I have talked to another diabetic and he is having the same problem.